Manufacturer narrative:
The healthcare facility did not provide ventilator logs or request an examination of the ventilator. The healthcare facility contacted a third-party service provider for evaluation of the subjected ventilator before returning it to clinical use. There was no additional information supplied regarding the results of this examination. As no further investigation could be performed, the underlying cause of the reported event remains unknown.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during ventilator treatment, the patient¿s saturation was insufficient and had a trend of continuous decline. The nurse increased the oxygen concentration delivered from the ventilator, but the patient¿s desaturation did not recover. The ventilator was finally replaced, and patient saturation returned to normal. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).